Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she got an infection in her stomach from using the infusion sets. Pt declined to provide any info. No product return was requested.